Event description:
A surgical services manager reported that an intraocular lens (iol) was removed and replaced during the same procedure due to the optic being stuck to the haptic. During manipulation of the haptic, the capsule ruptured. The incision was enlarged to remove the iol. In a follow up, the surgeon reported that a vitrectomy was performed. The event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The returned questionnaire reported the use of an unapproved viscoelastic. Additional information was requested on 09/01/2009 and 09/17/2009 by phone, fax, and mail. A completed questionnaire was received on 09/28/2009. This report was mailed to FDA on: 09/30/2009.